Manufacturer narrative:
Visual analysis was performed on the returned device. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances, therefore could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with 3 prostyle devices using a small-bore sheath after an interventional procedure. Reportedly, with the first 2 devices, the sutures were not present when the plungers were removed. A third prostyle was deployed without issue; the knot was advanced to the vessel wall and tightened, however, complete hemostasis was not achieved. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.